Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high atrial lead impedance and that programming the device to the unipolar configuration did not solve the problem.~~~~~~~~